Manufacturer narrative:
Physio-control contacted the customer to request additional information on the patient. No response has been received from the customer. Physio-control reviewed the device download data and verified the reported event as they observed an event code logged in the device's memory. The event code logged is related to a potential failure of the device to deliver defibrillation energy. Physio replaced the device's main keypad assembly. Proper device operation was observed through functional and performance testing. The device was returned to the customer for use. Based on the available information, the cause of the reported issue was excessive out of tolerance resistance of the shock switch located on the main keypad assembly. When this occurs, the service event code is logged by the device memory following a failure of a device to deliver defibrillation energy.

Event description:
The customer contacted physio-control to report that their device would not deliver shock. In this state the device would not be able to deliver defibrillation therapy if needed. Upon evaluation of the customer's device, physio-control observed an event code logged in the device's memory. The event code logged is related to a potential failure of the device to deliver defibrillation energy. There was no report of any adverse effect to the patient as a result of the reported issue.